Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Functional evaluation of the sheath found the steering knob able to rotate but not engage the deflection mechanism, confirming the reported failure to move and steer the sheath. X-ray screening of the sheath handle found a loose crimp by the deflection mechanism. Inspection of the crimp showed material remaining in the crimp and protruding out one end, indicating the pull wire may have fractured inside the crimp. Microscopic examination of the detached crimp confirmed the pull wire fractured within the crimp. Additionally, the sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy, and no significant damage was noted. The reported steering issues were confirmed via analysis, however, the reported air ingress could not be confirmed via analysis.

Event description:
It was reported that during the ablation to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that upon removal of the faradrive dilator and wire, air was drawn in and observed at the side port of the sheath during backflow check. Faradrive sheath, ice, and cs catheters were inside the patient body when the event occurred. The handle was unable to be deflected while applying current to the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), right inferior pulmonary vein (ripv), and right superior pulmonary vein (rspv). The procedure was completed with the original device. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory. Syringe pump at 20ml/hr was used for irrigation of the sheath. No leak or air in patient seen. Guide wire was positioned approximately 3cm ahead when the farawave catheter was inserted. Starter guidewire used.

Event description:
It was reported that during the ablation to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that upon removal of the faradrive dilator and wire, air was drawn in and observed at the side port of the sheath during backflow check. Faradrive sheath, ice, and cs catheters were inside the patient body when the event occurred. The handle was unable to be deflected while applying current to the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), right inferior pulmonary vein (ripv), and right superior pulmonary vein (rspv). The procedure was completed with the original device. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. Syringe pump at 20ml/hr was used for irrigation of the sheath. No leak or air in patient seen. Guide wire was positioned approximately 3cm ahead when the farawave catheter was inserted. Starter guidewire used.